Event description:
It was reported that during device change out for normal eri, fluoroscopy revealed the svc coil had separated from lead body. Lead measurements were in range. The svc coil was programmed off and dft testing was performed successfully. The lead will continue to be monitored. The patient's condition is stable with no complication following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.